Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the package of the groshong PICC 4f catheter was not damaged. After the package was opened and the catheter was flushed, the catheter was found damaged and leaked liquid. A careful visual examination showed that the damage was not significant. The catheter was unusable.